Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hcp called to report the customer's hospitalization due to high blood glucose. Customer was diagnosed with diabetic ketoacidosis and infection. Customer's blood glucose reading at the time of the event was over 500 mg/dl. Customer was treated with insulin drip. Nothing further reported.